Event description:
It was reported that the patient believed the implantable cardioverter defibrillator (ICD) was never programmed correctly and they were experiencing shortness of breath, swelling in the feet and loss of equilibrium. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead 2013-(B)(6); 4196 implantable pacing lead 2013-(B)(6). (B)(4).